Event description:
It was reported that the flue of the c4608s excel 36khz curved extended precision to is too high. The irrigation does not come out and goes directly in the preaspiration hoes. Nothing comes to the issue. They tried to pull the flue a bit more in direction of the tip. Then it works, but the visibility of the tip is bad and the irrigation comes out at the nosecone. (Maybe a wrong flue is packed with the tip) surgery was a glioblastome and was delayed for 10 minutes. The unit was in contact with a pt but there was no injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.